Event description:
Th lead was attempted on (B)(6) 2011 due to other. Not able to find good lead position. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).